Manufacturer narrative:
The device was evaluated, and the reported issue of the display with no image was a sporadic failure. The failure could not be confirmed, but the occurrence was likely due to a failure of the printed circuit board. Heavy grains were also found in the image. Additional issues were identified during the device evaluation: corrosion found on the flat cable and the programmable input processor connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported that during preparation for a diagnostic upper gastrointestinal endoscopy procedure, the evis exera iii video system center was not displaying an image. It was observed that there was a severe noise and flickering on the monitor while using 190 series scopes. The intended procedure was delayed by 10-15 minutes, and the procedure was completed using another similar device that was available. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to correct type of report, 5-day report selected in error. Type of report ¿ initial (30-day).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty printed circuit board could not be identified. Also, a definitive root cause of no image being displayed could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.